Event description:
The customer reported to philips the following translated text: "when power supply charge system reported error." There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.